Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and upon deployment, the clip was able to open and close. The clip was able to grasp and lock onto tissue, but once the clip was deployed, it did not release from the catheter. In addition, the control wire was broken while trying to release the clip. The physician was able to get the clip off from the tissue and was removed from the scope while still attached to the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 ultra clip was analyzed, and a visual and microscopic evaluation noted the device was returned with the clip assembly stuck into the bushing without any activation performed. In addition, the control wire was returned kinked. The clip assembly bottom part was deformed. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. In addition, the reported event of handle break was not confirmed since the handle was returned without any visible problems. Therefore, the most probable root cause of this complaint is adverse event related to procedure.